Event description:
Baxter china received a report that an 5 ml/hr infusor overinfused during patient use. The concomitant medical products are currently unknown. The total fill volume of 250 ml was infused over the course of 36.5 hours. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. However, visual inspection revealed that the flow restrictor (luer) had been cut from the tubing and was not returned for evaluation. Without the flow restrictor, a functional flow test could not be performed in order to confirm the reported issue. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.